Manufacturer narrative:
Initial and final MDR (B)(4). - MDR 3003442380-2024-05090 - device 4 of 10. Patient city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced ten infusion set cannula kinked events since (B)(6) 2024. The event occurred after 3 hours of insertion and the insertion site was at abdomen. The infusion set was in use for less than a day and patient resolved the event by replacing infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.